Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peripheral swelling ("swollen legs and feet"). The patient was treated with surgery. Essure was removed in 2018. At the time of the report, the medical device removal outcome was unknown and the peripheral swelling was resolving. The reporter considered medical device removal and peripheral swelling to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2011, the patient had essure inserted. In 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peripheral swelling ("swollen legs and feet") and inflammation ("inflammation"). The patient was treated with surgery. Essure was removed in 2018. At the time of the report, the medical device removal and inflammation outcome was unknown and the peripheral swelling was resolving. The reporter considered inflammation, medical device removal and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peripheral swelling ("swollen legs and feet") and inflammation ("inflammation"). The patient was treated with surgery. Essure was removed in 2018. At the time of the report, the medical device removal and inflammation outcome was unknown and the peripheral swelling was resolving. The reporter considered inflammation, medical device removal and peripheral swelling to be related to essure. Most recent follow-up information incorporated above includes: on 20-aug-2018: added event "inflammation". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.